Event description:
I have been a contact wearer for over 11 years and have never experienced any problem with my solutions or daily cleaners. -equate solution- wal-mart, I changed my brand or solution when I saw many commercials about my contacts being able to hold moisture without having to put drops in my eyes every hour, sounded wonderful. I started using the renu with moistureloc in march 2006. I started noticing my eyes turning red and irritated, so I started using cleareyes drops to take the redness and help relieve the pain. I then became self-conscious when I was in church and several memebers came to me, and asked "if I was feeling well" or "did, I have bad allergies?" They stated that my eyes were so red that you could barely see my brown eyes for the redness. I went to my eye doctor in april to have my eyes checked and they too were concerned and gave me two different drop solutions to use until the infection (which he stated was very aggressive) settled down. I have now reverted back to wearing my glasses and have thrown all my contacts away. I have an irregular shaped eye, and astigmatism. I will be seen back at my doctor's office on may 19.